Manufacturer narrative:
Complaint alleged that the CPR pedal was not working. Technician found that the bed would not go into CPR position due to stuck valve. Replaced CPR valve to resolve this issue.

Event description:
Complaint alleged that the CPR pedal was not working. No injury reported.